Event description:
The manufacturer received information alleging a ventilator's exhalation porting block was physically damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's exhalation porting block was replaced to address the issue.